Event description:
Bbraun infusomat space pump IV set tubing lot #0061845290 has hole in tubing under spike. Ns leaked form tubing when being primed. This is one of many tubing defects from bbraun, other defects have resulted in chemotherapy spraying onto nurses from filter ports falling out to high pressure in tubing spraying chemo through ports on tubing when disconnecting. All tubing sent in to bbraun but no resolution has been offered. Bbraun has been to our clinic as well for problems with air alarms on pumps without any air actually being in tubing. These constant alarms are causing nurses repetitive motion injuries as well as prolonging infusion times by almost double in some instances. These air in line alarms have happened with all different types of tubing, medications and pumps. Bbraun, when here, was unable to come up with a reason or a solution except to "flick" tubing when priming which has not stopped the air in line alarm or even lessened it and has caused repetitive motion injury to nurses. We have been reporting these issues to kaiser, osha and FDA with no resolution in site. These pumps and faulty tubing are posing great risk/hazard to not only patients but staff as well. Meds are being taken off the pumps because that is the only way they are able to be infused. This is a faulty product which needs to be recalled before a serious injury occurs. FDA safety report ID #(B)(4).